Manufacturer narrative:
Analysis of lead model 3999-30, lot #v836479 showed that the insulation at the proximal end was torn under the connector. The con tinuity was acceptable and no shorts were observed between circuits.

Event description:
It was reported that there was an issue when connecting the lead with the temporary extension, and the isolating sheath was disconnected from the proximal end. As a result the 3999 lead was replaced. There was no patient injury, and the patient outcome was reported as ok.